Event description:
On (B)(6) 2011, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The pt tolerated the procedure. On (B)(6) 2011, the pt was admitted to the hospital for an infection in the groin; post groin dissection. The pt was treated with antibiotics, the infection resolved and the pt was discharged on (B)(6) 2011.

Manufacturer narrative:
Please note: additional device related to this event: pxc141200/9245937. The gore excluder aaa endoprosthesis, instructions for use (IFU) states, "adverse events that may occur and/or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites).